Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncompass nitinol tipless stone extractor. The device reportedly was found to have a basket that would not close during a stone removal procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Inspection of the returned device noted it was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was loose, but the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. With the handle in the open position, the basket formation protrudes 3.2cm from the end of the basket sheath. The support sheath was severed 2mm from the nose of the mlla and was no longer adhered to the basket sheath. No damaged or kinks in the basket sheath were noted. Functional testing determined the handle moves the basket assembly, but the basket formation does not fully open/close or retract inside the basket sheath. The handle was disassembled, and the basket formation could not be manually actuated. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. It was possible the sheath was inadvertently damaged before use, but there was no information of any excessive force being applied to the device. The cause for the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unspecified 'stone' procedure, the basket of an ncompass nitinol tipless stone extractor would not close. The device was replaced with another of the same type, and the procedure was successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.